Manufacturer narrative:
Pc (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoid colon procedure the device would not fire. A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 01/11/2021. D4: batch # u5cl1v. H6: component code = mechanical (g04). Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were staples present and the green checkmark did not illuminate upon insertion of test battery, indicating that the device was not fired. Attempts to fire the device was unsuccessful. Upon disassembly, the motor plug was found to be unseated from the connector on the pcba. Upon reseating the plug inside the connector, the device fired as intended. No conclusion could be reached as what may have caused the failure of the device, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.